Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had an infection. The patient was a smoker and had grafted skin that did not heal after implant. The infection was visible and an explant was planned for (B)(6) 2017. Patient weight was reported to be (B)(6). No further complications were reported. The patient was alive with injury at the time of the event as the issue had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.